Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software was downloaded and normal device function resumed.